Event description:
It was reported the patient has plates and screws implanted for a rib fracture. About 10-14 days post op, the patient was complaining of pain. An x-ray confirmed a plate had fractured and a screw had pulled out of a plate. A revision surgery was performed on (B)(6) 2011 to remove the plates and screws.

Manufacturer narrative:
Current information is in insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a valid conclusion can be drawn, a follow-up report will be sent. There were 2 plate part numbers implanted and explanted, see MDR #1032347-2011-00073 also.